Event description:
An endeavor sprint drug eluting stent was implanted in the patient during the index procedure. Approximately 28 months post index procedure, an mi was reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).